Event description:
It was reported the patient stopped charging and using her scs ipg approximately one year ago after receiving notification from sjm regarding the heating while charging issue. The patient is currently without stimulation therapy. Surgical intervention to address the issue may be undertaken at a later date. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.